Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unk. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician was inserting the taxus express2 3.5x20mm drug eluting into an unk vessel, when a shaft fracture occurred. No pt complications were reported.